Event description:
Nurses were doing pre-op checklists before a total joint when it was discovered that the plastic container housing the liquid monomer was cracked. This event did not occur during a surgical procedure; therefore, there was no adverse consequence to any pt.